Manufacturer narrative:
The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: the catheter snapped when the pt was in recovery after spinal surgery. The pt's condition is reported as fine.